Event description:
It was reported that the patient had a very small right ventricle, so that was as far as the physician could position the right ventricular (rv) lead into the apex. The device is not sensing that small signal right before the injury. The lead was repositioned to obtain better sensitivity. This lead remains in service. No additional adverse patient effects were reported.